Event description:
The customer stated that he has been experiencing low blood glucose levels for two weeks, and was recently hospitalized with a blood glucose of 27 mg/dl. The customer stated that he had gone to bed, and his wife came in the room to check his blood glucose, and it was 27 mg/dl. The customer stated that he had treated his blood glucose earlier in the day with the formula given to him by his doctor. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.